Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that the screw could not be locked with the plate. The surgeon used spare product instead of it and the procedure was completed.